Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a tactile and visual examination found no defects on the balloon section of the device. The balloon was tightly wrapped and was not subjected to positive pressure. There were various hypotube kinks with the hypotube broken approximately 234mm distal to the strain relief. There was tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that crossing difficulty occurred. The 80% stenosed, 14x 2.75mm, eccentric and de novo target lesion containing a significant >45 and <90 degree lesion bend was located in the mildly calcified and moderately tortuous right coronary artery (rca). Pre-dilation was performed with an unspecified balloon catheter. A 2.75x16mm promus element plus stent was selected to treat the lesion; however the device was unable to cross the target lesion due to a lesser curve. Resistance was noted during insertion. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable. However, device analysis revealed shaft break.